Event description:
Notified by marketing of this complaint. Facility reported that a number of pts "became sick on dialysis". The number of pts involved has been reported as 7. According to the health care professional, the pts developed nausea and vomiting and c/o headache during the same timeframe, as all were undergoing dialysis at the same time. Initially the product problem was reported as 'dialyzer reactions' because the facility had switched from f80, f8 reuse to f7nr and f70nrs, however with further investigation the customer found the acid in use within the holding tank was allegedly foul smelling and brownish in color. The customer indicated that with the f70,7s, they were flushed with 1000ml saline and then recirculated according to procedure. The medical director has requested discontinuing use of the f70s, f7s. The customer now believes the product problem to be the acid in use. The drums from which the tank was filled were not available for lot number identification, although co was able to track in sap that two deliveries were made in june, lot9dd198 and 9dd199, the customer has a standing order every two weeks of 10-11 drums. The customer indicated that when delivered, the concentrate is pumped directly into the tank- last delivery was 6/22 and event occurred as reported on 6/30. The customer did report that one week prior to the incident the flow indicators on the dialysis machines look tarnished and the biomed said that this could be normal. At the time of the noticable tarnishing the city was called in to check the water for iron and it was normal. The customer had disinfected the loop of the water system one week prior. The system was redisinfected and the concentrate from the tank when pumped out now looks yellow in appearance. The customer has since gone to use of jugs (had been on a central delivery system) and f80s and f8s. Two samples of 500c from the holding tank has been requested for analysis. Further investigation to follow. Called for the fourth attempt to get actual samples on 7/27/99.